Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) device was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reason. Additional information indicated that the patient was placed on medication which increased the defibrillation threshold (dft) test. No additional adverse patient effects were reported.